Event description:
Non-verbal patient had non-invasive blood pressure cuff on left upper arm cycling every 15 minutes.patient had been repositioned by staff around 14:00. At 14:20 nurse heard soft limit alarm outside of room (inop is a low priority-blue message and down the integrity chain from even a soft limit - yellow). The nurse entered the room and observed patient's left arm bluish/purple and cool. Blood pressure cuff was cycling at the time, and there were ???? Marks on the monitor screen from 14:00,14:15 and at 14:30. Upon removal from the patient's arm, the tubing was noted to be kinked. Upon examining the blood pressure cuff, it was observed that when cycled the cuff blows up, if kinked remains (inflated) puffed up. The positioning of the cuff onto the patient arm and the correct cuff size were verified.